Event description:
It was reported that (1) ems was used during an unknown procedure. It was reported by the affiliate that the staples overlapped in the jaw, rendering the device nonfunctional. Another device was used to complete the case. There was no patient consequence.